Event description:
It was reported that the deep brain stimulation (dbs) patient experienced general weakness, headaches, speech disorder and confusion one week after the lead implant procedure and was admitted in the emergency department (ed). A computed tomography (CT) image a hemorrhage and lead edema along the left frontal tract with a hematoma measuring approximately 1.6 x 1.1 x 2.0 cm. The patient was taken to intensive care unit (ICU) wherein several doses of tranexamic acid (txa) doses were administered, began keppra for seizure prophylaxis and hydrocodone-acetaminophen for pain. Additional CT images revealed the issue were in stable condition and the patient demonstrated improvement. The physician assessed a casual relation to the device. The patient was discharged and has fully recovered.